Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for novel system implant procedure. During the procedure, the novel left ventricular lead was unable to be implanted due to an unstated issue. The procedure was completed using an alternative left ventricular lead on (B)(6) 2020. The patient was stable.